Event description:
The complaint as reported as: alleged issue: "it was reported that the skin stapler did not release the staple in one go, catches the skin, you need to press and force it in order to make it work." No pt injury reported.

Manufacturer narrative:
The device sample was not received the manufacturer at the time of this report.